Manufacturer narrative:
Device received with operating currents within spec. Device passed displacement test, self test and unexpected restart error test. Device alarmed compromised forced sensor system during basic occlusion test due to loose / flush drive support disk. Unable to perform prime test, excessive no delivery test, delivery accuracy test and occlusion test due to compromised forced sensor system alarms. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump failed several times since (B)(6) 2018 with blood glucose of 49 mg/dl at the time of the incident. The customer received emergency medical assistance for the low. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incidents but had taken it off at some point. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.